Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that they were having issues getting connected to their ptm (personal therapy manager). The patient stated that they would get connected but once it got to 90% "it stalls out." The patient also stated it "takes anywhere from 7 to 20 minutes" to deliver the bolus. The patient also mentioned getting error codes 156 (application restarting due to system error), 338 (connection interrupted), 158 (low storage on handset) and system error 0x151026bc. The agent walked the patient through closing out of all apps, toggling airplane mode on and off, and restarting the handset and communicator. The patient also confirmed their data storage was at 13.12mb. The patient was able to connect to the pump but was stuck at 90% and received a message that the ptm was not responding. The issue was not resolved through troubleshooting. A replacement handset was requested fr om the repair department because of the poor communication despite troubleshooting, the app freezing at 90 percent, and various error codes. No indication of patient harm.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial# (B)(6), product ID a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the handset found that it won't do telemetry and unable to connect to test communicator and service code 156. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.